Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported in (B)(4) was likely the result of excessive tibial insert wear. The underlying cause of the wear cannot be determined because the component was not returned for evaluation and x-rays were not provided.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to delamination. No further information provided.